Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported the probe stopped working int the middle of an or case. No patient impact or consequences reported.